Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio reflect meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2020 at 7:00 am, he woke up ¿not able to speak or move and was shaking.¿ in response to the symptoms, the patient claimed his wife tested his blood glucose with the subject meter at 7:15 am and an alleged inaccurate high result of ¿7.8 mmol/l¿ was obtained. Despite the elevated result, the patient claimed his wife treated him at 7:30 am with a protein bar and later on that morning with his breakfast and he felt better afterwards. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required assistance of a third party for treatment of an acute low blood glucose excursion after obtaining an alleged inaccurate result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.